Event description:
"Very tip of corner of seal at the distal end was pried off and left inside patient. Unknown part of seal remains inside trocar. Additional product used as well as a search for the tip of seal inside patient."

Manufacturer narrative:
Following product receipt and evaluation subsequent report will be filed.